Manufacturer narrative:
Received one swan-ganz catheter out of its tray with an arrow (yellow) contamination shield and 2 edwards stopcocks attached to the proximal injectate and distal hubs. The thermistor and thermal filament were found to function normally. There were no open or intermittent conditions. The thermistor read 37.1 degrees c when submerged into a 37 degrees c water bath. The catheter was able to collect cco data for 5 minutes without an error message on both the vigilance I and ii systems. The eeprom check sum matched the computed check sum data. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were found patent and without leakage. Both thermistor and thermal filament housings were opened and there were no abnormalities observed. There wa no introducer returned. It may be possible that the introducer was leaking into the contamination shield. The reported nonconformance was not confirmed during the evaluation. The actual cause of the complaint and potential contributing factors could not be determined. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
The report stated that upon turning the patient to the left side from the right side, the "cco swan at the connection of the yellow interlock connection mod bleeding out - questioning if crack. Removed swan and new tlc inserted. Pressure hold at rf". No patient injury was reported. Multiple attempts to clarify the event and confirm the that the access site was lost ("pressure held") were unsuccessful.